Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The front bearing was adjusted and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the stenoscop system was difficult to steer. There was no adverse pt involvement reported. There was no pt info reported.